Event description:
(B)(4). Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4): information unavailable. Attempts have been made to determine device location. Device location unknown.